Manufacturer narrative:
The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: carto 3 model # m-4800-01, serial # (B)(4); stockert model# m-5463-01 serial # (B)(4); coolflow pump model# m-5491-02 serial # (B)(4); coronary sinus catheter, model# unknown, lot # unknown- customer disposed of. Lasso nav variable eco, model# d-1343-01-s, lot # unknown- customer disposed of. Manufacturer ref # (B)(4).

Event description:
It was reported that during an afib case, the physician noted a rise in temperature on the thermocool catheter. The temperature limit setting on the stockert generator was reached. The generator was set to thermocool sf settings and this must have been 40 degrees. The cool flow pump settings were initially set for the thermocool sf (lower flow rate) and then changed to the thermocool settings (higher flow rate) after the discrepancy was noticed. The flow setting on the cool flow pump was at 8ml. The catheter was removed, inspected, and the procedure continued with the same catheter at a flow rate of 17 ml or 30 ml. There wasn't any char stuck on the catheter. After the patient had been re-sedated in the recovery room, a stroke was noted and the patient was not able to speak.